Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: sedr01 ipg implanted: (B)(6) 2010.

Event description:
It was reported during a patient system check that there was a report of low impedance on the patient's right ventricular (rv) lead. The trend of rv lead impedance had been chronically low. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.